Event description:
In this event a dentist reported that although a pt had no fit issues with all prior mtm aligners (top and bottom), the final lower un-activated aligner fit very snugly into place. Furthermore, when the pt went to remove the aligner she was unable to do so, both by hand and with retainer retrievers. The pt made an appointment to have the final lower removed with a dental tool in the office.

Manufacturer narrative:
When the aligner was returned, an overlay was done on the new impression received for mid-course correction and the final model from the treated case. It appears that two intermediate aligners were not used therefore, the aligner used was inappropriate for the pt at that time. However, because intervention was required to remove the aligner, this event is reportable per 21 cfr part 803.